Event description:
The manufacturer was made aware of product complaints on 11/20/2025. Replacements were requested for four system screwdrivers that would not function as intended. It was reported that some of the system screwdrivers would not effectively engage and retain system screws, and a couple with broken distal tips. It is unclear how many instruments were not engaging screws, and how many had broken distal tips. An RMA number was issued for return of the complaint screwdrivers, which as of 12/17/2025 were not received at the manufacturer for assessment. Repeated attempts to gather relevant complaint incident details to determine the impact to patient and/or procedure were unsuccessful.

Manufacturer narrative:
Visual and functional assessments were not performed due to the complaint instruments not being returned to the manufacturer. DHR reviews could not be performed due to the lot numbers of the complaint instruments not being identified. There have been four other complaints of similar nature for the system drivers with broken distal tips in the past 12 months. The manufacturer will continue to monitor for reports of broken system screwdrivers and perform complaint investigations and submissions of FDA 3500a reports as appropriate. A supplemental report will be submitted if/when additional information is received that can determine the number of instrument malfunctions and the impact to patient and/or procedure.